Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device when tested, found low output. The output was adjusted within the standard specification and was placed into two (2) hour burn in test. The device passed the test and found no errors. In addition, the device was found running an old software version and needs to be upgraded. Unrelated to the reported issue, multiple scratches on the housing unit were observed. Review of fault log revealed error 400 ref 12, eight times indicated footswitch mode pedal stuck. The usual cause is that the relevant footpedal is held down during power on self test or there is a faulty foot pedal, error 400 ref 25, one time indicated biomed time credit expired. Biomed is notified that time credit is expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation. The operator will have been advised and this error code record in the log, and error 400 ref 11, one time indicated footswitch yellow pedal stuck. The usual cause is that the relevant footpedal is held down during power on self test or there is a faulty footpedal. Based on evaluation findings the reported issue was confirmed. The device was found with low output when tested. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device failed output verification and requires calibration test. The issue occurred during device maintenance. There was no patient involvement, no user injury reported due to the event.